Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that unspecified amount of the bd safetyglide¿ needle only, 25 g x 1 in. Experienced leakage. The following information was provided by the initial reporter: there were several bd safetyglide needles that we found to be defective. After attaching the injection needle to the luer slip syringe, the plunger would automatically retract in the barrel expelling fluid. I would guess there was an issue with the seal.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2010821; medical device expiration date: 31-dec-2026; device manufacture date: 10-jan-2022. Medical device lot #: 2024137; medical device expiration date: 31-dec-2026; device manufacture date: 24-jan-2022.

Event description:
It was reported that unspecified amount of the bd safetyglide¿ needle only, 25 g x 1 in. Experienced leakage. The following information was provided by the initial reporter: there were several bd safetyglide needles that we found to be defective. After attaching the injection needle to the luer slip syringe, the plunger would automatically retract in the barrel expelling fluid. I would guess there was an issue with the seal.